Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 10/16/2019. Device evaluation: sample was received in october 16, 2019. A pcb00 device was received inside the packaging box. The device was observed under microscope and the plunger was observed in advanced position and locked. Viscoelastic residues were not observed inside the device. Per directions for use (dfu) completely fill the viewing window with ophthalmic viscosurgical device (ovd). The lens was observed stuck between the cartridge tube and tip with the lead haptic unfolded. The pushrod was observed adhered to the lens. The lens delivery could not be completed since the lens was hard to be removed. A product quality deficiency was not identified. Per external communication complaint is related to patient issue since the lens was implanted, bag collapsed then iol was explanted. Therefore, there is no complaint against the lens. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no other complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was removed due to vitrectomy. There was patient contact. Follow-up confirmed that the iol was implanted, the bag collapsed, hence iol was removed. It was also stated that event could be most likely due to patient anatomy issue. No other information was provided.